Manufacturer narrative:
The model and serial number have been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It is alleged a fire occurred causing damage to a home where a pride legend scooter was located. The scooter had newly installed batteries.

Manufacturer narrative:
The "model #" and "serial #" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It is alleged a fire occurred causing damage to a home where a pride legend scooter was located. The scooter had newly installed batteries.